Event description:
On (B)(6) 2021 admitted with dizziness, bradycardia, second degree hb, temp pacer placed. On (B)(6) - dual chamber pacer placed, to pacu, then back to cath lab - in the postoperative recovery area, there were abnormal electrical signals noted on both the atrial and ventricular channels of the permanent pacemaker. Malfunction resulted in intermittent pacemaker inhibition and recurrent bradycardia. The device was examined. There was no noise noted while tapping on the set screws of both the atrial and ventricular channels. This suggested to me that the device had internal component failure or bad seal ring. The old device was removed from the field. Both leads were assessed through psa analysis and were revealed to have normal function. The new permanent pacemaker was a boston scientific. FDA safety report ID # (B)(4).